Manufacturer narrative:
The serial number associated with this handpiece was not provided; therefore, the device history nor serial lot cannot be provided. It is unknown if the product will be returned for evaluation. This investigation is ongoing.

Event description:
The user facility in france reported that a former ophthalmological surgeon encountered milky white liquid coming out of a handpiece.

Manufacturer narrative:
The device has not been returned and the serial number is unknown. Therefore, the device history record review cannot be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Representatives from the manufacturer met with representatives of the health care facility to discuss their handpiece sterilization protocols. The handpiece issue has now been resolved. No further investigation is required at this time.